Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(6), batch: (B)(4). Product family: scs-ipg-r, upn: (B)(4), model: sc-1110-02, serial: (B)(6), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the patients paddle lead had high impedances due to physician attempting to replace the ipgs and put a clamp on the end of the paddle lead. The patient underwent a revision procedure wherein the ipgs and damaged lead were replaced. The patient was doing well postoperatively. The explanted ipgs and lead were not returned.